Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges one of the crossbraces is broken on a (B)(4) bed.